Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm on the device. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. The device functioned properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 512 mg/dl. Customer was advised to use the insulin pump and manual injections to lower their blood glucose level. Troubleshooting for keypad anomaly was performed. Customer advised during a 1 month span they received button error alarm five times. Customer stated that the button error alarm did not occur right after the pump was exposed to moisture. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.